Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported noticing cracks on the insulin pump when attempting to bolus. Customer stated that the crack was near the battery compartment and near the belt clip. Customer stated that the insulin pump has fallen off a couple times. Customer's blood glucose reading at the time of the call was 403 mg/dl and has treated with manual injections. No further information reported.

Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at a display window corner, minor scratches on the display window, a scratched reservoir tube window and a broken belt clip slot.